Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The master tool manipulator (mtml) was analyzed, and the reported problem was confirmed and replicated. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on axis 1, and embedded serializer in master base (esmb) pca replicating the reported event. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on axis 1 and esmb pca. Once testing was completed, the axis 1 motor and esmb printed circuit assembly (pca) were applied behavior analysis (aba) tested and was verified to be the source of the fault. The probable root cause is attributed to electrical issues by a faulty axis 1 motor and communication errors by a faulty esmb board, both components located within the mtm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, which was started using a dual surgeon side console (ssc) setup, system exhibited multiple error faults and issue on universal surgical manipulator (usm2). The customer received phone assistance from the technical support engineer (tse). The system logs showed specific error codes indicating that the master tool manipulator (mtml) at the ssc2 was disabled. The tse explained that a system reboot was necessary to regain control of mtml, or control could be transferred to ssc1. The customer confirmed that the surgeon transferred control to ssc1 but still couldn't control the mtml due to the absence of instruments in the usm and usm2. The surgical procedure was nearly complete, and the customer decided not to reinsert instruments. The surgical procedure was completed under the current condition. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse went onsite and found that the surgeon side console (ssc2) left master tool manipulator (mtml) was not working. Fse replaced the mtml. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtml.